Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet, with a highest blood glucose of 350 mg/dl and glucose remaining elevated for approximately 24 hours; the device displayed high-glucose alerts, there were no pump alarms or infusion set leaks noted, and the user was guided through an infusion set change and troubleshooting. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention. Investigation included user troubleshooting and education, confirmation of alert functionality, and monitoring of glucose decline after the set change. Investigation of this case revealed no confirmed device malfunction, with the cause of hyperglycemia unclear; glucose subsequently decreased to 306 mg/dl following the intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.